Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the massive posterior leaflet prolapse. The reported worsening mr was likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) two mitraclips were successfully implanted reducing mr from grade 4 to grade 1 in the patient with degenerative mr and a large prolapse in the posterior medial leaflet. On (B)(6), a second mitraclip procedure was performed, because one of the original mitraclips had detached from the posterior medial leaflet, but remained attached to the anterior mitral leaflet (slda). Mr returned to grade 4. A third mitraclip was implanted reducing mr to grade 1-2. No additional information was provided.